Manufacturer narrative:
The device was received for evaluation. During functional testing, "buttons" was reproduced. Evaluation experienced while performing idea keypad test that the ok button, second row from the top and third column from the left button is working intermittently. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad is the failed component. Evaluation observed that the device has a non-OEM keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of buttons not working during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.